Event description:
During a meeting with the patient, it was noted that the patient had an ulcer at the pocket site. The physician determined that the patient had tissue necrosis at the pocket site. A pocket revision surgery has been recommended.